Event description:
It was reported that a patient was scheduled for generator replacement for an unknown reason. Follow-up to the physician by the company representative revealed that high lead impedance was detected and full revision was scheduled. An implant card was received indicating the generator and lead were explanted on (B)(6) 2016. The lead was replaced due to lead discontinuity and the generator was replaced due to prophylactic replacement. It was reported that the explant facility does not return explanted devices, per policy. Additional relevant information has not been received to-date.